Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus france (ofr). Ofr found no damage on the device, and sent back to the user facility without any repair. Omsc reviewed past complaints from this user facility, and confirmed that this device had been tested positive on the microbiological test by the user facility. The microbiological test by a third party laboratory had cleared the french guideline. (MFR. Report #8010047-2020-04670) omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by ofr cleared the french guideline.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Enterobacter cloacae (1 cfu/183ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.